Event description:
This report address the issue of air intubing as reported by the customer. A customer contacted baxter's technical service center to report having a check lines and bags alarm with the homechoice (hc) machine during prime. The technical service representative (tsr) advised the home patient (hp) to rebreak the frangible, move the clamp, rub the line, pull down on the lines, check the drain line for kinks or closed clamps, flip the bag and then press go. After priming was finished, the hp stated that she had already connected and there was air all throughout the patient line. The tsr explained that if the hp connected before the prime was complete, the patient line would be full of air. The tsr advised the hp to start over with new supplies and not connect until prime was complete. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report of air in tubing without an alarm was not confirmed and the cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. As the lot number was unknown, a batch review could not be performed.